Event description:
It was reported that during implant, the device atrial setscrew was stripped and would not retract. The device was not implanted and was another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Also, it was noted that analysis of the returned device found a set screw with a rounded socket. (B)(4).